Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information. The corrected information is reflected in this report. The manufacturer previously reported in outcomes attributed to adverse event hospitalization (initial or prolonged) and required intervention to prevent permanent impairment/damage. After review, it was determined no hospitalization (initial or prolonged) and required intervention to prevent permanent impairment/damage was reported and this was incorrectly marked in outcomes attributed to adverse event. The report should have been sent for product problem only in adverse event or product problem. Event date, date rec¿d by MFR, device available for evaluation, device evaluated by MFR was incorrectly reported in the previous report, which is correctly reported in this follow up report. Initial reporter name and address is updated in this follow up report. Type of investigation code 4112 was reported incorrectly in the previous report, which is correctly reported in this follow up report.